Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown discectomy procedure. While pulling soft tissue, the surgeon noted that the ins trument broke. The surgeon was able to remove the broken pieces. No further details are known at this time.